Event description:
Related to MFR report # 2183959-2012-00125. On or about (B)(6) 2007, the pt was implanted with an ams sparc sling with the intention of treating the pt for stress urinary incontinence. It was reported that the pt "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and other injuries." It was also reported that the pt experienced physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.